Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing a transjugular liver biopsy using a liver access and biopsy set. The hub broke and disconnected from the black catheter. The forces applied to the device and conditions surrounding the event are not known. A new catheter set was obtained and replacement catheter was used. There are no reported adverse patient consequences. No unintended section of the device remained within the patient. The product is reportedly available for evaluation; no device was received by the manufacturer as of the date of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and specifications was conducted during the investigation. The visual inspection of the returned device confirmed that the hub was separated. A tear was observed measuring 3.5 cm from the distal tip of the device. No other damage was noted on the hub or catheter shaft. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.